Event description:
Per the audiologist, the patient reported decrease in performance. The results of integrity test in 2006 showed multiple electrode anomalies. The patient's device was explanted in 2009, and the patient was implanted with a new device during the same surgery.